Event description:
It was reported to boston scientific corporation that an amplatz super stiff was used during a pc tj liver biopsy procedure in the liver performed on (B)(6) 2023. During the procedure, it was found that the coating wire was stripped, and then they took of the catheter. The procedure was successfully completed with another amplatz super stiff device. There were no patient complications reported as a result of this event. Investigation results revealed that the core wire was detached/separated, therefore this event has been deemed an MDR reportable event. Please see block h10 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable investigation results of core wire detached or separated. Block h10: the returned amplatz super stiff was analyzed, and upon magnification it was observed that the coil wire was unraveled due the core wire was found detached separated approximately 3.0 cm from distal tip to the transition point. Additionally, the core wire was kinked in the distal section. No other problems with the device were noted. With all the available information, boston scientific concludes that the reported event of ptfe peeled was not confirmed. However, it was observed that the coil wire was unraveled due to the core wire being found to be detached approximately 3.0 cm from the distal tip to the transition point, and the core wire was also found to be kinked in the distal section. Therefore, the probable cause of manufacturing deficiency will be assigned to this complaint since the problem found was traced to the design specification.